Event description:
Follow-up identified surgical intervention was undertaken where the lead was replaced with a new model. The patient was programmed postoperatively resolving the issue.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration confirmed by x-rays. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.